Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and on the main printed circuit board (pcb) which resulted in the field complaint of the transmitter no longer working. It was concluded that the transmitter was hit by a high current flow through the ac wall power outlet during the lightning strike thus damaging their respective main pcb.

Event description:
It was reported that the merlin transmitter was no longer working after the patient's home was hit by lightning. There was damage noted on the power cord. The transmitter was replaced.